Event description:
It was reported that during a da vinci-assisted right radical nephrectomy surgical procedure, insufflation was unable to be maintained while using 3rd party suction equipment. The insufflation was noted to be flashing yellow. The customer replaced the tubing set but the issue persisted. While using the suction, the insufflation would not hold, which caused the patients abdomen to lose insufflation and required removal of instruments due to the loss of visualization. It was explained that the neptune suction machine was reportedly set a high setting and the bedside assistant was continuously suctioning which contributed to the loss of insufflation. The insufflation issue was resolved once suctioning was adjusted at the neptune suction machine to medium in conjunction with the handheld suction. The procedure was completed robotically and there was no patient injury reported. Since the event, the customer has adjusted the neptune suction settings during robotic use to medium for handheld suctioning. There have been no further complications or reported events since the adjustments have been made.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and confirmed the insufflator was working as intended. The fse indicated that the 3rd-party insufflator settings may have been too high when the event occurred. The isi clinical sales representative (csr) remained on site for a subsequent da vinci-assisted surgical procedure and reported the insufflation operated correctly.